Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 90 minutes. It was reported that during a biopsy case, the surgeon was unable to register the patient. The surgeon tried 12 three-point tracers and one point merge. On the three-point tracers, the first three points to establish directions, showed up properly, but then when the surgeon traced on the tip of the nose, the points were showing up on the nasion. The manufacturer representative (mr) stated that the scan showed that the patient had a straight nose, but in real life it looked crooked. The scan, which was an MRI, was taken one day before the surgery. During the point merge, the navigation operator did not fine tune the points in the three orthogonal views below the 3d model. The surgeon then used a styker navigation unit and was able to register, but the surgeon felt a little off with it. After the case, the mr did a registration on resin head and had no issues and felt accurate. The surgery was completed without the use of medtronic navigation and the impact on the patient outcome was unknown.